Event description:
It was reported, that patient's atrial lead exhibited loss of capture and loss of sensing. It was also noted, that the lead was fractured. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.